Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Two complaints from one procedure: while in situ bending rod, rod broke between benders. Rod would not seat properly within screw tulip, rod was removed and upon inspection, screw collet was improperly located within the tulip. Patient consequence? Yes. Patient consequence description: additional hour of surgery to remove and replace rod twice. Action taken for procedure: broken rod removed and new rod contoured and inserted rod and all set screws removed, faulty screw removed and replaced, rod and all set screws re-inserted. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was not returned for evaluation. A review of the device history record could not be performed as the lot number was not provided. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.